Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: it was indicated that the iol is not being returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported intraocular lens (iol) model zxt225u160, with serial number (sn) (B)(4), was implanted in the patient¿s ocular sinister (left eye) on (B)(6) 2019. Iol was explanted on (B)(6) 2019 due to complaint of intolerance to halos and blurriness. It was reported the incision was enlarged and suture(s) were required. Pre-operative visual acuity was reported as 20/50+ and post-operative visual acuity was 20/20- corrected. Zxt225 iol was replaced with a pcb00 18.5 diopter iol. The zxt225 iol will not be returned as it was discarded. No additional information was provided to johnson & johnson surgical vision.